Event description:
Ubrelvy use caused malfunction of dexcom g6 cgm glucose monitoring device for half to full day after taking. She recognized this and used other means to "cover" without harm, thankfully. Allergan contacted and said they had no reports of that with ubrelvy. Dexcom not contacted. FDA safety report ID# (B)(4).